Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tampers were broken, the right plunger case was broken off, and missing plastic internal plunger parts, the top case corners are chipped, bottom case by l-bracket and ac cord clamp are cracked, and the power cord is falling apart. The device's event history log was reviewed for evidence of the reported event, "force sensor bridge test" and "force sensor test" were found. To conduct functional testing, the device was powered up. Upon power up, the reported customer problem was duplicated. The force sensor and plunger cable no longer operate properly due to normal wear, the parts are 10 years old. The plunger case damaged was revealed to be due to customer damage. To resolve the issue, the force sensor, plunger cable, and plunger case were replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a force sensor error occurred and a broke syringe plunger driver was noticed during a returned order test. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.